Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline shield (ped2) embolization stent that failed to open at the distal end. The patient was undergoing a procedure for flow diversion treatment of a left internal carotid artery (ica) unruptured saccular aneurysm. Vessel tortuosity was normal. It was reported that the pipeline and all accessory devices were prepared per the instructions for use (IFU). During deployment, the distal end of the pipeline would not open. The doctor resheathed the device, repositioned, and attempted deployment again. However the device still did not open. The pipeline was less than 50% deployed when the failed to open occurred. The pipeline was not positioned in a bend. No other steps or devices were used to open the pipeline. The pipeline was resheathed less than 2 times. After the second failure to open, the pipeline was resheathed and removed with the microcatheter. The pipeline was replaced with another pipeline of the same size to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Post-procedure angiography showed excellent results.